Event description:
It was reported that the patient was ¿losing efficacious therapy¿. The patient underwent a catheter revision. During the revision the healthcare provider (hcp) disconnected the catheter from the pump and got no retrograde flow of cerebrospinal fluid (csf) and therefore decided to replace the entire catheter. No other problem was seen intraoperatively. It was decided that the concentration of medication was to be decreased from gablofen 2000mcg/ml to 1000mcg/ml because the hcp wanted to restart the patient on a lower infusion rate. In the operating room the 2000mcg/ml was withdrew from the pump with no volume discrepancy and the pump was refilled with the 1000mcg/ml. The internal pump tubing was primed. A single bolus over duration of 6 minutes was attempted as the pump was not reprogrammed until 5 hours after the connection of the new catheter and therefore the pump had been infusing the 1000mcg/ml for 5 hours. Following the programming the caller was unable to verify that the single bolus was programmed as pump logs did not show the bolus on the pump status after update. It was assumed that the bolus was successful and the error was due to a software ¿glitch¿. It was later reported that the catheter replacement took place on (B)(6) 2013. Troubleshooting by clinicians included a 50mcg bolus with no change in tone noted. A catheter dye study was performed and clinicians easily withdrew csf from the catheter access port (cap). Upon injection of the dye, a loculated appearance of contrast was noted. After several minutes the contrast diffused into a normal configuration within the intrathecal sac. During the catheter replacement the hcp was unable to aspirate with a 24g angiocath attached to a 3cc syringe. The infusion rate was programmed to 50mcg/day post-operatively after the new catheter volume was primed. The patient experienced symptoms of increased spasticity and itching and agitation that appeared to have occurred gradually over time. The patient did not have acute withdrawal symptoms at the time of the catheter replacement. The patient was hospitalized for the event. The patient status at the time of the report was no injury and no adverse event. It was later reported that the patient was discharged from the hospital on (B)(6) 2013 following an inpatient stay from the catheter revision. The patient¿s infusion rate was 70mcg/day and the patient was doing well at that time.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4). Analysis of the catheter n311640004 revealed coring/tears/cuts in the seal of the sc connector. A significant tear and/or circular coring were seen in the bottom of the cup of the sc connector of catheter segment 1 consistent with the inner diameter of the tip of the outlet port of the pump. The tear/coring area was located completely in the silicone material of the cup of the sc connector. During pressure testing a leak was seen from the sc connector of segment 1. Also, there was slight damage (tool marks) to the white silicone boot of the connector and one of the retaining ring fingers. It was noted that the damage was likely done during explant.